Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: * was the needle piece(s) retrieved during the same procedure? What efforts were made to retrieve it? * were x-rays taken to locate the needle piece(s)? * were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. Furthermore, no problems were found regarding the raw materials. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a suture was used. At 20:30, during the wound suturing process for a pregnant woman with perineal laceration, the needle suddenly broke when the physician operated on the needle for reverse suturing. The physician quickly took measures to locate the remaining end of the broken needle and immediately replaced the suture to continue the suturing operation. Due to poor quality of the needle, it is prone to breakage when folded back. If the broken end is not removed in a timely and complete manner, it is highly likely to remain in the mother's body, causing serious consequences such as tissue damage, infection, and even requiring secondary surgery. No adverse patient consequences were reported. Additional information was requested.